Event description:
It was reported that during an angioplasty procedure in a bifurcation of the left anterior descending artery (lad), the tip of the pt2 j tip guidewire broke in the topography of stent deployment and remains in the patient. Review of the film files from the procedure showed that this bifurcation involved the 1st diagonal (d1) and the ostial diagonal lesion (od). The lad was wired first and predilated. A second wire was placed in the d1 and the bifurcation lesion was predilated as well. Using a double wire technique, a stent was implanted in the lad and "jailed" the wire to the diagonal branch. It appears that the wire then fractured upon removal. The patient was treated with heparin following this procedure. The patient's anatomy was described as moderately tortuous with moderate calcification. The treated lesion was 90% stenotic and was 25mm in length. The procedure was completed with this device and the patient condition was noted as 'good'.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.